Event description:
It was reported that the pt fell and had experienced "a lot of pain" related to the fall. The pt stated that he was black and blue and swollen. The physician stated that the event was attributed to the device caused by a probable pump malfunction/leakage. The physician had planned a replacement. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).